Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the tip on the force bipolar forceps broke off due to a collision with another tool. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were noted. The surgeon was dissecting, grasping, and retracting tissue. It is unknown how long the instrument was in use. The surgeon did not notice any functionality issues. The fragment fell inside the patient during the instrument tip collision. The staff did not notice any damage to the cannula after the event occurred. No other damage was noted to the instrument either. The fragment was retrieved by laparoscopic forceps, and it was visually confirmed that no fragments were left behind. The patient did not return to the hospital due to experiencing any post-surgical complications. The instrument and the fragment are available for return. There are no images available.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the instrument for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images is consistent with the complaint of a jaw broken off. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 17.60mm x 4.70mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.